Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by a nurse that the customer was hospitalized several times in the past few weeks. On (B)(6) 2018 they had blood glucose of 500 mg/dl at the time of the incident. The customer was taken off the pump to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering. Troubleshooting was completed and the pump failed a high pressure test. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.